Event description:
Related manufacturer reference number: 2916596-2023-00588.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mobile power unit (mpu) was confirmed via the log file provided from the primary system controller (serial number (B)(6), evaluated under MFR # 2916596-2023-00588). The log file contained data spanning approximately 31 days (on (B)(6) 2022 ¿ (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. No external power alarms were observed on (B)(6) 2022 at 20:53 while the mpu was in use. The alarms appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarms resolved at 20:54 of the same day when power was restored to the system. The mpu (serial number (B)(6) ) was not returned for analysis. The root cause of the observed loss of ac power in the log file, resulting in the no external power alarms while the mpu was in use, was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files captured no external power events on (B)(6) 2022 caused by power to the mobile power unit (mpu) being briefly interrupted.